Event description:
The technician reported the left side rail will not latch. The bed is located in storage at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left side rail shoulder bolt is missing. The technician is not sure how the left side rail shoulder bolt became missing, most likely due to wear and tear. Based on this information, no further action is required.